Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an in-use ilet displayed no screen output and would not power on despite a blue indicator light, consistent with a display readability/power-on issue associated with the touchscreen component; the patient reported hyperglycemia with a blood glucose of 247 mg/dl for about one hour and did not use backup therapy. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. The complaint was not confirmed.